Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) product not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent anterior cervical discectomy with fusion surgery on (B)(6) 2022 and topical skin adhesive was used. On (B)(6) 2022 patient presented to ER with swelling and blisters. The following day, the patient came to the office. Prescribed bactrim. On (B)(6) 2022 patient returns to office for follow up, admitted to hospital for debridement of the skin. There was no sign of infection, just a reaction from the glue. Patient returned to office one week post op with significant improvement. Additional information has been requested.